Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is main board internal battery; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period. Email is: regulatory.responses@icumed.com.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that pump exhibited a delayed discharge and began to infuse cytarabine 15 minutes after the pump was connected to the patient. The pump was programmed to infuse the medication at 7pm on (B)(6) 2023, however displayed an incorrect date of (B)(6) 2023 and time of 11pm. No patient injury was reported.